Event description:
Reporter indicated that a vns pt experience an infection. Only the pt's generator was explanted. The pt is to undergo re-implantation. Good faith attempts for additional info were unsuccessful as the treating medical professional refused to provide any further info.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.